Event description:
The physician was attempting to advance endeavor resolute drug eluting stents to a lesion in the lcx with 80-95% stenosis and lesion calcification. The lesion was pre-dilated (12atm, 10s, 2-3 times). The devices were inspected prior to use with no issues noted. It is reported that all of the devices could not pass the lesion due to calcification and tortuosity. No resistance was encountered at the lesion. The physician used another brand of product (2.5 x 13mm) to complete the surgery. The patient is good. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. The 8th proximal segment was deformed with raised struts. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: lesion morphology ¿ 80-95% stenosis. Stent deformation. Stent deformed. Conclusions: stent deformation. Lesion morphology ¿ 80-95% stenosis. (B)(4).